Event description:
The customer reported that the device failed to recognize the test load. There was no report of patient involvement.

Manufacturer narrative:
The customer reported that the device failed to recognize the test load. There was no report of patient involvement. The customer biomedical department verified the failure and replaced the therapy cable which resolved the symptom. We consider this a failure of the therapy cable.